Manufacturer narrative:
The biopsied nodule was 1.4cm in size and in the right upper lobe.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a seizure. The patient had a medical history of seizure (4 years ago - the patient was not on any anti-seizure medication at the time of the procedure); parkinson's disease; brain aneurysm (2007); esophageal adenocarcinoma with known metastasis to the left midlung (radiation treatment); and ivor lewis esophagectomy in 2010. Per the physician, the seizure was unrelated to the bronchoscopy procedure, ion robot, and/or ion procedure. During the procedure the patient developed sinus bradycardia with hypotension. The heart rate dropped into the 20's, but the patient never lost a pulse, and was given 0.2 glycopyrrolate and 100 mcg epinephrine with return of the heart rate and blood pressure within 30 seconds to 1 minute. The procedure was aborted and upon extubation, the patient had stroke-like symptoms on the left side, with rhythmic movement of the right arm. The patient's oxygen saturations began to drop, but there was no sign of pneumothorax or hemothorax on fluoroscopy. Saturations continued to drop over 2-3 minutes prompting escalation to nonrebreather. Subsequently, the patient had to be re-intubated and was sent for CT scans for code stroke and then was admitted to the ICU. The physician indicated that it was later understood that the patient had not actually developed a stroke but was seizing.